Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, broken modular neck long var/var 15º on a profemur preserve stem. Surgery time extended greater than 30 minutes. Components not revised: 1- pha06212, procotyl l acetabular shell size 52, lot: 1593577, qty:1. 2- pha04510, rim lock biolox delta liner group e, lot: 1597371, qty:1.